Event description:
It was reported the ventilator shut down with an audible inop alarm and displayed reset while plugged in for 10 seconds. No reported harm to the pt.

Manufacturer narrative:
The device has not been returned to the MFR for investigation.